Manufacturer narrative:
Date of death is unknown however the article list ¿time of occurrence¿ the time frame is documented in describe event or problem. (B)(4). The event is currently under investigation.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995 0741-5214/95 the above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) had recurrent pulmonary embolism (pe) and died. The patient was identified in table IV as the potential patient, through analysis of the twelve patients listed in the table: patient no: 2, time of occurrence: 7 days, related complication: recurring pe, diagnosis of complication: vq scanning/autopsy, outcome: pe death (unrelated).

Manufacturer narrative:
Date of death is unknown, however, the article list ¿time of occurrence¿ the time frame is documented. (B)(4). Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "no technique will completely eliminate the possibility of recurrent pte. (With the bird¿s nest vena cava filter, the observed incidence of recurrent pte clinically acceptable.¿ the IFU also includes a list of potential adverse events. Pulmonary embolism and death are listed among the potential adverse events. This complaint was initiated based on a finding and report contained within a journal article. The article was published in 1995 but does not give the exact date of the events included in the report. The article summarizes efficacy and complications of several vena cava filters including the bird's nest filter. The article does not report the lot number of the complaint device nor does it report the exact rpn associated with each noted event. Therefore a review of production records and nonconformance data cannot be performed. In addition to this, without the product lot we cannot conduct a search for additional reported complaints against the same product lot. There are no images within the article that are relevant to this particular event. Without imaging, specific event details or product lot information we are unable to draw a conclusion about the cause of this event. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995 0741-5214/95. The above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) had recurrent pulmonary embolisms (pe). Two patient with a bnf had development of recurrently pe. One died of pe (1820334-2016-00829) and the other patient died as a result of pseudomonas pneumonia (unrelated) (1820334-2016-00840)." Patient no: (2) time of occurrence: (7 days); related complication: (recurring pe); diagnosis of complication; ( vq scanning/autopsy); outcome; (pe death).